Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance during thumb advancer deployment and non-deployment of the clip were confirmed as analysis of the device revealed that the garage block was distally displaced onto the pusher block preventing clip deployment. Additionally, the starclose se clip was found resting on the vessel locator wings and the end of the tubeset. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. In addition, the customer returned for evaluation six unused sterile starclose se devices with the same lot number as the complaint device. The devices passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported complaint could not be determined based on the investigation findings from the tested samples. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. An adequate nick-and-spread was performed as indicated by a 5-7mm incision that was made at the sheath site and the tissue track was spread all the way down to the vessel. Reportedly, resistance was felt during thumb advancer/exchange sheath splitting at the distal 1cm. The device was raised from 45 degrees to 60-75 degrees and was stabilized with the left hand during clip deployment. When the clip deployed it was felt that it did not "click" (deploy) correctly. The device with the clip were removed safely and without difficulty. The access site continued to have arterial oozing; therefore, manual arterial compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.